Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the anatomy of the left atrium was created. When visualizing the position pulmonary veins with the ablation catheter, the localization of the catheter within the anatomy was incorrect and appeared outside of the anatomy. The catheter was replaced with no resolution. The amplifier, tactisys, and ensite were restarted and reopened. The study was revalidated and the anatomy was recollected with the ablation catheter for the pulmonary vein ostium. The procedure was extended 45 minutes and additional anesthesia was required. The procedure was completed successfully.

Manufacturer narrative:
Review of the electronic files provided verified that the geometry shifted. The cause for the shift is a software issue that can occur when switching the respiration compensation from magnetic to impedance. This switch can occur when the respiration is too shallow for gating, or when magnetic data is unreliable. One cause for unreliable magnetic data is metal distortion, such as emi from other cath lab equipment. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model.

Manufacturer narrative:
The study and collect logs were needed for the investigation but only dicom files were provided. Based on the information provided, abbott is unable to investigate the reported event. Based on the information received, the cause of the reported delay in procedure could not be determined.